Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No rewind anomaly noted. The insulin pump has cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the insulin pump would not rewind after the act button was pressed during a reservoir setup. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.